Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) channel, measuring above 125 ohms. Technical services (ts) stated that physiologic root cause was suspected and recommended further patient's evaluation in clinic. No adverse patient effects were reported. This ICD remains in service.